Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from user facility to bbm laboratory in melsungen, germany for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): drug finished early.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and empty easypump ii lt 100-50-s without packaging. The provided sample was taken to a visual inspection. The clamp clip was closed and the patient connector was not closed. The original wing cap was not handed over. Damages that would lead to a malfunction were not detected at the sample. After opening the big white top cap we detected liquid at the filling port (lli-cone) and crystallized drug residues at the patient connector (lla-cone) of the sample. Afterwards the provided sample was subjected to a functional test respectively a leak test was carried out. Therefore the sample was filled up to the nominal value (100 ml). After starting the pump and waiting for 60 minutes the pump did not work (solution was not running). Leakages were not detected after these 60 minutes. The provided sample is not within our specifications, due to this, we judge this complaint to be justified. We have informed our manufacturing department accordingly and received the statement as follows: device history records (DHR): reviewed device history records. No abnormalities encountered during in-process and at final control. Sample evaluation: we received one used and filled with clear solution easypump ii lt 100-50-s (batch no. Labeled 15c06ge26r/material no. 4540016 on the big bottom cap of the sample) without original packaging. The returned sample was examined visually. The clamp clip was clamped and the patient connector was closed with a red stopcock. Fill port cap (discofix) was in position. The sample was duly checked by bbm. Please refer to bbm remarks as started above. However, slow flow rate issue is a known error pattern and corrective and preventive actions are in progress.